Manufacturer narrative:
Other, other text: returned device was received in good physical condition but with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, no issue was found with the returned pump. The upstream and downstream sensors were recalibrated as preventive measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump was alarming "no disposable". No adverse patient effects were reported.